Event description:
It was reported that (4) devices were used during a lung lobectomy. It was reported by the affiliate that the tx30v was fired on the vessel, by the surgeon. The staples did not form and appeared to only slightly come out of the cartridge. The surgeon had clamps on the vessel, therefore there was no bleeding. The stapler was reloaded with xr30v and fired again, resulting in the same staple formation. Another instrument was used to complete the case. There was no consequence to the pt.